Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported false susceptible benzylpenicillin results for enterococcus faecalis atcc 29212 when tested with the vitek 2 ast-gp67 test kit. Retesting produced the same results. The laboratory states it always performs a beta-lactamase test on all penicillin-sensitive strains so any discrepancies would likely be identified. There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the atcc sample. Culture submittal have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted. The customer's qc strain and the in-house qc strain were subcultured and testing included two (2) vitek® 2 ast- gp67 cards from the same lot as that tested by the customer and two (2) cards from a random lot. The submitted customer qc strain provided acceptable results of mic=2 for all four ast-gp67 cards tested. The in-house qc strain also provided acceptable results of mic=2 for all four ast-gp67 cards tested. The vitek® 2 ast-gp67 cards are performing in accordance with specifications.